Event description:
It was reported that the ventilator would not power on after the power management (pm) board was replaced. There was no patient involvement. The customer troubleshot with technical support, and parts were ordered for repair. The pm board was replaced, and the unit was returned to use. It was reported that the defective part was scrapped.